Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt within the moderately tortuous and moderately calcified vessel in a forearm. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, upon first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.